Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The event date is approximation. On (B)(6) 2026, it was reported that the patient reported being hospitalized due to hyperglycemia. The patient recalled performing a fingerstick blood glucose (fsbg) check prior to hospitalization, which showed a value greater than 300 mg/dl range. No corresponding cgm readings were provided; however, the patient expressed concern that there may have been a discrepancy between cgm and fsbg values. The patient was unable to recall details regarding the circumstances leading to hospitalization, including symptoms, mode of transport, or specific treatments received during the admission. At the time of the interaction, the patient declined to provide additional event details and reported feeling well. The primary reason for contact was to request replacement of three failed sensors. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.